Event description:
The patient was initially implanted with a nalu peripheral nerve stimulator system on (B)(6) 2021 to treat lower back pain. After activating the system it was noted that the implantable pulse generator (ipg) was placed in an area that created a skin fold and allowed the device the rotate. The rotation created issues with communication between the ipg and the external therapy discs. A surgical revision was performed on (B)(6)2022 to remove the original system and implant a new system in a different location on the patient's back (see MDR 3015242075-2022-00027). The communication issues appeared to have been resolved after the revision and no further issues were reported to the firm. The original implant and the revision were both performed in (B)(6). In (B)(6) 2024 the patient reached out to the firm to request contact with a nalu representative in (B)(6). Patient reported no longer using the nalu system and wanted to have it removed. The patient was assisted in identifying a local physician and a full system explant was performed on (B)(6) 2025 in (B)(6) and the facility did not release the explanted components for testing by nalu.

Manufacturer narrative:
Review of patient records found no history of any reported complaints or other issues from this patient after the revision that was performed in (B)(6) 2022. Upon interview with the patient, it appears the system was no longer providing pain relief. Imaging was done and found that the implanted leads were not in an optimal location to provide therapy and it was suspected that the leads had migrated after being implanted. The patient was reported to be very thin and it was thought that possibly age-related weight loss had contributed to lead instability and migration. Patient and daughter refused all troubleshooting and requested to remove the system completely. Beyond migration, there is no indication of any other system or component failure. Migration is a known inherent risk of implantable neuromodulation systems. In this case, the patient's aging process appears to be contributing to the instability and movement of the device.